Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the contrast and up arrow key contacts. Unrelated to the complaint, the battery compartment was observed to be cracked and the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported via an email that the patient was experiencing "delays" when the keypad buttons were pressed. Animas customer support made several attempts to reach reporter by phone to obtain additional information and troubleshoot the alleged issue; however, were unsuccessful in their attempts. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.